Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03700. It was reported that a burr became stuck on the wire. A 90% stenosed target lesion was located in the proximal end to the middle of the moderately calcified left anterior descending artery (lad). A 1.75mm rotalink¿ plus and a rotawire¿ and wireclip¿ torquer were selected to treat the target lesion. The physician perform ablation with a rota 1.75mm to prevent carina shift. After performing 5 ablations, the rotational speed was stepped down. It was noted that the rota wire became kinked and the burr could not be removed from the rota wire. The burr and the rota wire were removed together from the patient. The procedure was completed by inserting another floppy wire and ablation was performed with a 1.5mm burr followed by stent implantation. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The related guidewire was not returned to site for analysis. A visual examination of the complaint unit was carried out and it was noted that the air hose cable was removed/cut from the returned device upon its return to site for investigation. It is probable that the user removed these cables in order to package the device back to site for analysis. The burr was microscopically examined and revealed that the annulus was within specification. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03700. It was reported that a burr became stuck on the wire. A 90% stenosed target lesion was located in the proximal end to the middle of the moderately calcified left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire and wireclip torquer were selected to treat the target lesion. The physician perform ablation with a rota 1.75mm to prevent carina shift. After performing 5 ablations, the rotational speed was stepped down. It was noted that the rota wire became kinked and the burr could not be removed from the rota wire. The burr and the rota wire were removed together from the patient. The procedure was completed by inserting another floppy wire and ablation was performed with a 1.5mm burr followed by stent implantation. No patient complications reported and the patient's condition is good.